Event description:
Procedure type: lobectomy. According to the reporter: customer stated that the handle was broken. Then the surgeon changed a new handle and finished the surgery successfully. The handle was broken at the place of adjustable and rotation. Pieces fell into the surgical cavity and they were retrieved. CT scan was needed to recover the pieces. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. Surgery time didn't extend by more than 30 minutes due to the product problem. The patient is in good condition now.

Manufacturer narrative:
(B)(4).